Event description:
It was reported that the image on the 2800 system darkened and blurred momentarily and returned to focus during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the power supply. The system functions as intended.